Event description:
It was reported that while using a multi- fire scorpion to pass needle at the end of the procedure, a portion of the needle broke and less than 3mm was retained in the patient. X-ray confirmed it was not in the inner-articular surface, but in the tissue. The surgeon felt it was a greater risk to the patient to remove it, rather than leave it where it was. Procedure was a left shoulder rcr.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.